Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during the operation on colon to replace bladder surgery, when severing tissue, after fired, noted staples malformed with irregular shape. Used suture to over-sew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # r5c53l. Investigation summary: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The reload was received unfired and with the swing tab in the unlocked position. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality in the three staple height selector positions with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.